Event description:
It was reported that a patient underwent a partial hepatectomy procedure on (B)(6) 2012 and continuous suture was used. The needle broke at the swage during the first stitch of the hepatic parenchyma. The patient underwent an x-ray exam during the procedure. The broken needle was seen, but the surgeon opined that the needle appeared to be buried in the liver and that taking it out would cause heavy bleeding. The surgeon decided not to remove the broken needle. The patient is hospitalized in stable condition.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the surgeon was using instruments to hold the needle in the swaged area and the needle may have come in contact with cirrhotic fibrous tissue when it broke. Another like device was used to complete the procedure. The patient was discharged from the hospital the first week of (B)(4) 2012 and the surgeon has been monitoring the patient's condition. Representative samples were returned for evaluation. They were visually examined and all attribute results are acceptable.